Manufacturer narrative:
It is unk if the device was reprocessed. The device was not returned for investigation. The user facility has been contacted to confirm availability of the device for investigation, but no response has been rec'd to date. A review of the complaint database for similar reports was performed for this device. There were no similar incidents reported for this device in which the cannula reported to have melted. This device has been in distribution since october 1995. Awaiting confirmation if device is available for investigation.